Event description:
Cannula broke off in two pieces while being used in a case. The surgeon was able to retrieve the tip from the pt.

Manufacturer narrative:
The cannula was received from the customer with the tip detached from the lumen. The lumen is bent with a total t.i.r over 3/4" indicating too much force was used. The handle appears to have been heavily used. It is discolored and has what appear to be spots at almost 90 degrees out from the lumen. One of the tines was bent outward at approx 45 degrees. The cannula was measured and made to specs.